Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse rebuilt the sample probe 1 (s1), reagent probe 3 (r3) and reagent probe 4 (r4) arms. The cse replaced all vertical and horizontal motor and belts. The cse replaced s1, s2 (sample probe 2), r3 and r4 mixer and r3, r4 and r5 (reagent probe 5) drain tubing. The cse detailed the reagent area and replaced reverse osmosis membrane and performed a flush for four hours. The cse replaced the cleaner pump for all samples and also replaced the reagent pump. The cse replaced washer b and a flush pump due to high backlash. The cse ran alignment for s1, s2 and r3 and r4. The cse ran a full quick check, which passed. The cse moved ca method to server 2 and calibrated the system for ca, which passed. The cse ran quality control, which was within range. The cse revisited the customer site and performed a total service visit. The cse replaced water temperature control module. The cse ran a quick check, which passed. The cse primed the pump and filled the water bottle. The cse observed that the water purification module feed and product temperature were within expected range. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The initial discordant result was not reported to the physician(s). The sample was repeated on an original instrument, resulting higher. Both initial and repeat results were obtained on same aliquot and on same flex well. The sample was ran on an alternate instrument, resulting higher than initial result but lower than repeat result. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.